Manufacturer narrative:
The insulin pump had button error alarm followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Analysis was unable to prime unit during prime test due to faulty force sensor resistor. The insulin pump was received with bleeding lcd glass. The insulin pump was received with scratched lcd window. The insulin pump was received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they received a button error alarm. The customer's spouse reported that the insulin pump might have gotten exposed to moisture. The customer's blood glucose was 327 mg/dl at the time of incident. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.